Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number. Date of manufacture cannot be determined without a lot number.

Event description:
During a femoral nailing procedure, the drill stop for 4.5mm/6.5mm stepped drill bit did not lock in place. The stop moved when pressure was applied resulting in a slightly deeper hole than the surgeon needed. Procedure was completed with no harm to the patient.